Event description:
It was reported that during the implant procedure, the right ventricular lead exhibited high impedance and high thresholds. The lead was no longer used and replaced. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.